Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 28. On (B)(6) 2022, fracture of the implant was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.